Manufacturer narrative:
Due to character limitation, below field are added from e1: initial reporter (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1. A getinge fse was duplicated the reported issue of touchscreen not working. Replaced touchscreen which resolved the issue. Unit passed all functional and safety tests per formed. Unit cleared for use. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of the touchscreen not responding to input. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the failure of the touchscreen not responding to any input. Possible cause may be component reliability. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
N/a.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump's (iabp) touch screen was not working.there was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.